Manufacturer narrative:
The report that the pc displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device declared elective replacement indication (eri) and end of life (eol) and had normal battery depletion to the end of life.

Event description:
Related manufacturer reference number: 3006705815-2023-03356, 3006705815-2023-03357. It was reported that the patients ipg had reached its end of service. During intraoperative testing both leads showed high impedances. Surgical intervention was undertaken on (B)(6) 2023, where the ipg and leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.